Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator did not perform rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge found no problems. The user's guide states that therapy occlusion alarms typically occur as a result of kinked or occluded therapy fluid lines, which restricts the flow of dialysate. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.